Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for evaluation, the reported issue (b30 error) could not be confirmed. Therefore, the root cause of the event could not be identified. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited a b30 error during preparation for use in a diagnostic egd (esophagogastroduodenoscopy). There was a 10-minute delay to the start of the procedure. Though the procedure was delayed, the length of the delay was minimal. Further, the patient was not yet sedated posing no additional risk. The procedure was completed with a different device. There was no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, or that additional medical/surgical intervention was done to prevent permanent damage or impairment. It was noted that the device would not be returned for evaluation.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.